Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged which lead to undersensing, loss of capture (loc) and no current of injury measurements. The patient also reported lightheadedness and dizziness. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended or retracted. As result, the lead was extracted and replaced. No additional adverse patient effects were reported.